Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.